Event description:
The harmonic scalpel quit working in the middle of the surgical procedure. The harmonic cord tested and found to be working well. A new harmonic scalpel was opened and the surgical procedure completed.